Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the brake pads worn down due to regular use. The technician replaced the caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brake caster does not lock (brakes not holding). He bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).